Manufacturer narrative:
G2: country japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy screen was displayed (stimulation on, 1 group intensity 2.1), but the screen seemed to turn on for a short period of time and the screen went dark immediately, and when the screen was turned on each time, poor communication occurred repeatedly, and there was no improvement. There is no pain or difficulty, but stimulation is not felt. Cause unknown. The patient was advised to consult a medical provider.